Manufacturer narrative:
Data files for the date of the reported event and arctic front advance catheter, 2af284 with lot number 23060, were returned and analyzed. The data files confirmed system notice (B)(4) (blood detection) for the date of case. Visual inspection of catheter showed blood in balloon section and in coaxial connector. Verification of the smart chip file indicated the catheter was used for forty-six injections. The catheter failed the performance test due to system notice (B)(4) (liquid detection). Dissection showed the catheter handle was full of blood. Pressure test revealed an outer balloon breach (tearing); the inner balloon was intact. The reported issue was confirmed through testing and data analysis. Arctic front advance catheter, 2af284 with lot number 23060, failed the inspection due to outer balloon breach (tearing). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood made its way into the balloon catheter and into the coaxial umbilical cable. The cable was disconnected and blood did not make it to the console. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.